Event description:
It was reported that during a mandible resection, upon the finishing of bending the plate the last hole bender portion of the plate bender snapped off. No parts broke into the wound. Surgeon completed the procedure with no further problems and no harm to patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals one 2.0mm mlp bender/cutter was returned for inspection. The larger jaw of the last hole bender broke off. The portion of this jaw that is adjacent to the in-plane bending side of the instrument broke off at the junction with the 6mm pin. The portion of the jaw that is adjacent to the out-of-plane bending side of the instrument broke off with a sliver of material from the instrument. All six welds connecting the 6mm pin to the straight handle are sheared. There is a chip on the lower knob of the curved handle on the in-plane bending side of the instrument, and there is a crack extending from the cutting portion of the curved handle to the pin hole. The surface of the curved handle near the pin hole is non-uniform, but it is unclear as to whether this non-uniformity is a result of tool marks created during manufacturing or contact with the mating components during instrument use. There is brown discoloration on various surfaces of the part. This corrosion is most evident around the etching. The handles are somewhat difficult to move and there is some squeaking throughout the range of motion. As noted above, the large jaw of the last hole bender broke off, the welds between the 6mm pin and straight handle are broken, there is a crack at the plate cutting portion, and there is a chip on the in-plane bending portion of the instrument. Because of the diverse locations of these failures, it is unlikely that they all occurred simultaneously. The poor condition of the instrument, which is less than 4 years old, suggests that it may have been misused or poorly maintained. However, there is not enough information to determine the exact cause of the failures. This complaint is indeterminate from a design perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.